Event description:
It was reported that the surgeon was repairing a supraspinatus tendon, left shoulder. The helicoil 4.5mm suture anchor was placed in the bone. While passing the suture through the anchor, the suture came out of the anchor. Unsure if the suture was cut by the suture needle or just came out of the anchor. Unable to use anchor. Surgeon determined it was safer to leave the anchor in the bone and place a new anchor.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.